Manufacturer narrative:
Batch review performed on 18 november 2020: lot 188126: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Clinical evaluation 6 months after revision tka anterior knee pain causes further revision, also because the patellar component was still from another manufacturer, along with ligament adjustments. The patella is exchanged and, as customary, the insert is also exchanged, for precautionary measure. No reason to suspect a faulty device.

Event description:
6 months after revision surgery (competitor products were revised and medacta gmk revision implanted) the patient returned due to anterior knee pain and patellar mal tracking. Revision surgery was performed with liner exchange and patellar component exchange and lateral release of the patellar ligament (previously to this surgery the patella inside was from another manufacturer).